Event description:
It was reported that the insulin pump alarmed frequent no delivery alarms during the bolus procedure. The blood glucose reading was 150 mg/dl. The caller stated that the user was using different infusion set boxes and various insertions sites, including the abdomen and buttocks. The caller was advised that a possible connection issue or an occlusion in the tubing could lead to no delivery alarms. The user was unable to troubleshoot at the time of the call, and the past events had been resolved by infusion set changes. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.